Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor.

Event description:
It was reported that the device is suspected of reaching premature battery depletion. It was also reported that noise was observed on the right atrial (ra) lead. The device will be replaced soon and the ra lead remains in use and is being followed up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: 5554 implantable pacing lead (B)(6) 2002. Concomitant product: 6947 implantable pacing lead (B)(6) 2008.(B)(4).